Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer's blood glucose was around 150 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they found fluid in the reservoir compartment. The customer performed self test and the insulin pump passed. The reservoir will not be returned for analysis.